Event description:
It was reported that during a hysterectomy, during the third firing with the reload, the device did not fire and the reload fell out of the device into the pt's abdomen. The reload cartridge was retrieved with a grasper. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event description could not be confirmed as no reload was returned for analysis; additionally, the test reload was loaded and unloaded without any difficulties and did not fall out during functional testing.